Event description:
Medtronic received information indicating that prior to the bypass procedure, using this trillium coated affinity oxygenator, the patient was placed on a ventilator as part of initiating the bypass procedure. The patient was weaned off the ventilator as the bypass procedure was initiated. Ten minutes into the bypass procedure (flow rate of 6.5-7 l/min), but prior to arresting the heart (cardioplegia), a leak was observed at the venous blood inlet (about 100 ml of blood loss). The device was changed out. The change out took approximately seven minutes in order to disconnect, prime and reconnect. In that time the patient experienced ventricular fibrillation and asystole, which was reported to not be caused by the leak or change out. During the change out time the patient was placed back on the ventilator. Following the procedure the patient was placed in the ICU and recovered with no adverse patient effects. It was reported that the ventilator was utilized as part of the bypass procedure, and not to preclude impairment of the patient. During product return testing a leak was discovered from the heat exchanger side seam bond. This leak was not reported by the customer and medtronic was only made aware of this leak upon analysis of the returned device.

Manufacturer narrative:
This medwatch was submitted in regards to the heat exchanger side seam leak that was discovered during product return analysis. This leak was not reported by the customer. Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. Additional inspection showed a blood path through the mandrel-to-heat exchanger bond. The device was cleaned and pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity a leak was observed from the heat exchanger side seam bond. No other leaks were observed during testing. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on analysis and investigation, the leak was confirmed to originate from the heat exchanger side seam bond. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. Patient information has been requested. If additional information is received a follow-up report will be provided. (B)(4).